Manufacturer narrative:
Correction: h6 coding.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. It was observed the patient's pacemaker had lost radiofrequency telemetry. Troubleshooting was attempted, but unsuccessful. The patient was given an inductive home monitor. The patient was in stable condition. Further information was requested, but not provided.